Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in a2, b5, b7, d8, g2.

Event description:
New information provided by the customer: the settings used for the procedure are reported as: monopolar resectoscope, transurethral resection, unknown device settings. Current condition is described as: acceptable conditions. Wound without inflammatory changes, material removal of suture. Urethral tube: clear urine. Probe removal without complications. Procedure performed: circumcision + frenulumplasty + prostate transurethral resection (tur) + bladder neck tur.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Analysis: the occurrence of error message e433 was reported. However, the device was not sent in for inspection. Therefore, a technical evaluation result is not available and the cause for the occurrence of the error message cannot be determined. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). This was addressed by a corrective and preventative action (CAPA) implemented on (B)(6) 2015. 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective high voltage power supply (hvps) board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (permanent error). Presently, an in-depth investigation of the hvps boards with error message e433 is being carried out by research and development (r&d). Olympus will continue to monitor the occurrence rate in the context of our quality management system. If necessary, olympus will take further action in the future as indicated.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a transurethral resection of the prostate (turp) using a hf unit (esg-400), the unit displayed an error code and would restart automatically (total loss of image). It was not possible to complete the procedure as planned with the unit. To complete the procedure, an open prostatectomy was performed. No additional consequences to the patient have been reported. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.